Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted and has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the unfold or flat time test performed after the surface treatment. The results of the flat time testing were well within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon implanted an intraocular lens, model zct300, the haptic stuck to the optic when inserted into the eye. No patient injury was reported. No further information was provided.